Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the sensor connection was not completed and experienced a loss of communication between the insulin pump and transmitter. The customer also experienced hypoglycemia which was treated with glucose/carb intake and by an immediate family member. The blood glucose value was 50 mg/dl. The event involved product(s) mmt-7841zw. Troubleshooting was performed and the connection was checked and the patient was advised to insert and remove the transmitter, but was unable to do so immediately. Since the transmitter light was on during device fitting, a potential issue with sensor placement was considered. The patient was instructed to try reinserting the transmitter; if the light did not blink, a sensor issue was suspected. The patient was advised to replace the sensor if the issue persisted and to contact for compensation if needed. No further patient complications were reported. Product return is not required for mmt-7841zw.